Manufacturer narrative:
H2/h6: the computer, lot number: 1950c01938, was returned for analysis. The computer powered up when main power was applied, but did not receive image to monitor due to a bad graphics card. The monitor failed to produce image from computer on dvi, dp and hdmi ports. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735764, serial/lot #: -, ubd: unknown, UDI#: unknown work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the computer was replaced to resolve the issue. Codes b01, c07 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the navigation system, which usually started up without any issues, suddenly stopped displaying on the monitor. Even after restarting, the problem persisted. Attempts to fix it by adjusting the wiring and circuit board were unsuccessful. However, after leaving it for a certain period, it started up again and worked without any problems. The pc was planned to be replaced. There was no delay, and no reported patient impact.